Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is not returning, retained by hospital. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right femoral artery was attempted using a proglide device after a procedure. Reportedly, the proglide guide broke off. The broken piece was snared and removed. The patient had acute right lower limb ischemia and pain. Thrombectomy and endarterectomy were surgically performed and the artery was closed with a vascular patch. There was no reported adverse patient sequela. There was a clinically significant delay in the procedure due to the surgical procedure. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequent to filing of the initial medwatch report, sus voluntary event report # mw5090246 received which states. "Physician was deploying a perclose proglide into the right femoral artery and the perclose broke off at the arterial puncture site. Part of the closure device was noted in the artery, extending into the aorta. The pt did not have any immediate adverse effects from this. Vascular surgery was contacted and came to the cath lab to evaluate the case. In that time, surgeon was able to snare the perclose device and removed it. Brachial access was then obtained where he took angiograms of the right iliac with runoff. Physician ballooned the right iliac artery, flow was noted on the angiogram of the right leg at end of case. No pulse was noted via doppler in the right pedal or posterior tibial of right foot. Pt was complaining of right leg pain and numbness. Surgeon was made aware. Pt was transported to (B)(6) via cart with two rn's." Additional information was received from the account. It was reported that suture placement in the calcified right common femoral artery was attempted with a proglide device, using the pre-close technique, via a 6f sheath prior to a balloon aortic valvuloplasty (bav) procedure. The bav procedure was not performed due to the device malfunction and hemostasis was achieved by applying manual arterial compression. There was a reported clinically significant delay in the procedure due to the device issue. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The patient effects of ischemia, numbness, pain and thrombosis are listed in the instructions for use as potential adverse events of use of the device. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.